Manufacturer narrative:
(B)(4). The device was run for a week without any errors. A technician internally inspected the device and did not find any malfunctions.

Event description:
It was reported that during use a ventilator generated a motor failure alert and motor slow alarm. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.